Event description:
It was reported that during the replacement implantable neurostimulator (ins) it was observed that the plug accessory was missing from the adaptor accessory packaging and had to open a new package containing a plug. Additional information received on (B)(6) 2010 reported that a review of inventory records of the adaptor lot in question revealed no inventory anomalies. Follow up information reported that the reason for the ins replacement was noted as ¿the patient blew through¿ the device ¿in thirteen months¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 74001, lot# 0202689918, implanted: (B)(6) 2010, product type: adapter. Product ID: 74001, lot# 0202689918, implanted: (B)(6) 2010, product type: adaptor. (B)(4).